Manufacturer narrative:
This user facility is outside of the united states. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 3 states, "intraoperative bone perforation or fracture may occur, particularly in the presence of poor bone stock caused by osteoporosis, bone defects from previous surgery, bone resorption, or while inserting the device." This report is number 3 of 3 mdrs filed for the same patient (reference 3002806535-2014-00187 and 3002806535-2016-00337 / 00338). This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. Product location unknown.

Event description:
Patient's legal counsel reported during the procedure while removing the implants, the surgeon noted the greater trochanter had a small fracture. While reaming, the greater trochanter fractured. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified.